Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that an insert trial broke during knee surgery. Insert trial broke on the posterior aspect of the trial. Pieces were removed from patient with no adverse consequence to patient and surgery completed without delay.

Manufacturer narrative:
The device was not returned for evaluation. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. Not returned.

Event description:
It was reported that an insert trial broke during knee surgery. Insert trial broke on the posterior aspect of the trial. Pieces were removed from patient with no adverse consequence to patient and surgery completed without delay.